Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used with an unknown watchman laa closure device and delivery system. During the procedure when the closure device was deployed into the atrial appendage, due to axial abnormality, the was became kinked. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
E1: initial reporter phone - (B)(6).